Manufacturer narrative:
Device serial number inadvertently entered incorrectly on the initial report. Serial number updated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-05745. It was reported the patient was unable to increase stimulation on multiple programs. Diagnostic testing revealed multiple contacts with high impedance measurements. Reportedly, reprogramming was able to restore effective stimulation temporarily. Follow-up identified the issue still persists. As a result, surgical intervention was undertaken on (B)(6) 2016 where both leads were explanted and replaced with new models.